Event description:
Surgeon performed revision surgery, as pt did not have adequate use of the arm. The entire epoca construct (head, eccenter and stem) was removed and pt was revised to competitive hardware. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Additional info has been requested. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.